Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported blank screen, which was verified during evaluation. Visual inspection found the cause was a failure of the display. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.